Event description:
It was reported patient presented in clinic. The patient's right ventricular (rv) lead exhibited high capture thresholds and high pacing impedance. The lead was capped and replaced on (B)(6) 2025. Patient was stable.